Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens broke. The incision was enlarged to remove the lens and another same model lens was implanted. Sutures were required to close the incision.